Manufacturer narrative:
No serious injury alleged. Consumer was leaning back when the frame allegedly broken on the right side. Product was approximately one year old at the time of the incident. Maintenance history is unk. Product has not been returned for an evaluation so, it is unk if a malfunction occurred or if other factors such as misuse, abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged unconfirmed malfunction.

Event description:
The consumer learned back when readjusting her chair, when the frame allegedly broke on the right side. No injury is alleged.